Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation as it was discarded.

Event description:
As reported by implant patient registry, approximately 10 months post implant of a 29mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Medical records were received. Section b7 and h10 were updated. A corrected MDR is being submitted. Approximately 10 months post implant of a 26mm sapien 3 ultra valve, tte showed a 26mm s3u in the aortic position which appeared well seated. There was severe tavr aortic valve stenosis with a mean gradient of 46 mmhg and an ava of 0.71 cm2. There is trace regurgitation of the tavr aortic valve. Lvef of 57%. Tee showed a 26mm s3u in the aortic position which appeared well seated. There was mild pvl. There is a mobile echo density attached to the aortic aspect of the prosthetic valve, originating from near the insertion point of the leaflets corresponding to the noncoronary cusp and left coronary cusp. Differential likely includes vegetation versus thrombus. There is increased velocity across the tavr valve. Lvef 55% approximately 1 week later, the patient presented with thrombosis of all three cusps of the edwards s3u valve. The appearance was of halt with development of more severe thrombosis on the right coronary cusp. Intraoperative tee demonstrated severe aortic valve stenosis and thrombosis of the aortic valve bioprosthesis. Under general anesthesia and cardiopulmonary bypass, the patient had his s3u valve explanted and replaced with an edwards inspiris surgical valve. The patient was transferred to the intensive care unit in satisfactory condition. In this case, approximately 9 months post implant of a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. Per review of medical records provided, the valve was explanted due to thrombosis. As the events occurred within a year of the commercial thv procedure, the s3 valve was implanted in the aortic position, there is no evidence of an ew thv device malfunction/labeling deficiency, or adverse event associated with a device malfunction, and the event is described in the labeling, the tvt registry is the source of information for this event. As such, this event is no longer considered to be a reportable event and a corrected report is being submitted.